Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Additional information has been requested. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This file represents bard flat mesh #3, two additional emdr's have been filed to represent bard flat mesh #'s 1 and 2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report mw5073876:"mesh placement (flat mesh #1), 3 months later mesh migration and another hernia new mesh (flat mesh #2), bowel entangelement, bigger mesh (flat mesh #2), on top of the other one, 6 month staph infection coming out of umbilicus, pain, pain, exploratory, cleaned out infection, removed mesh, new hernia with bowel obstruction and mesh placed (flat mesh #3). All the pain is back, the brain fog, the aching joints, my anemia is back."